Manufacturer narrative:
This is a definitive report. We had the detailed information. A bacterial culture test of the synovial fluid was positive for staphylococcus. She was recovering. The physician reconsidered that the causal relationship between the event and artz dispo was "probable". Company comment: all of product batches passed with the release test including the sterility test before the product release. It is therefore highly unlikely that the product quality was related to septic arthritis. Manufacturer's causality assessment is determined as "not related".

Event description:
(B)(6) 2024 - an 87-year-old female patient received an injection of artz dispo for bilateral gonarthrosis. (B)(6) 2024 - she had septic arthritis. (B)(6) 2024 - she had pain and joint effusion in her right knee. The injecting physician drained synovial fluid from her right knee by joint aspiration. A bacterial culture test of the synovial fluid was performed and was positive for staphylococcus. Cravit (levofloxacin hydrate) was prescribed for 3 days. (B)(6) 2024 - she was admitted to another hospital because she requested hospitalization. (B)(6) 2024 - she was recovering.

Manufacturer narrative:
We are investigating the case in detail. The information was provided from japanese distributor. They received it on 2024-06-24. The physician considered that the causal relationship between the event and artz dispo was "possible". Company comment: all of product batches passed with the release test including the sterility test before the product release. It is therefore highly unlikely that the product quality was related to septic arthritis. Manufacturer's causality assessment is determined as "not related".

Event description:
(B)(6) 2024 - an 86-year-old female patient received an injection of artz dispo for bilateral gonarthrosis. (B)(6) 2024 - she had pain and joint effusion in her right knee. The injecting physician drained fluid from her right knee by joint aspiration. She was admitted to another hospital because she requested hospitalization.